Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device does not maintain pressure. The event occurred during service or maintenance. There were no reports of patient involvement. Olympus technician checked the device on site and reported the following information, as per technical report (r_02) attached: modified some basic settings of the insufflator, verified correct operation through "simulator" without finding any anomalies. During surgery the inflator has never reached the desired pressure, replacing only the inflator the operation continued regularly. ¿translation of event description done by triage complaint evaluator maria trimboli fluent in english and italian on (B)(6) 2025.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d8, d9, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Olympus was not able to confirm the customer failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.